Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On 6/8/2026, it was reported via facebook that "my brother damn near died because his malfunctioned¿ in reference to the dexcom device. No other patient or event details were available, including what the cgm was displaying at the time of the event, patient symptoms, or treatment details. The social media post did not provide dexcom with any identifying patient information therefore, dexcom technical support was unable to reach out to the patient for further information. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.